Event description:
It was reported the customer had physical damage to their insulin pump. Customer stated their battery cap could not be inserted on the insulin pump. The customer's blood glucose was 125 mg/dl. The customer stated the damage was not caused by a vehicular accident. The customer also reported cracks in the interior battery compartment. Customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. The insulin pump also had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip and missing end cap sticker.